Manufacturer narrative:
Pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump failed to upload traces and history files using thump due to moisture damage on the electronic assembly (pcba 2). The motor arm cannot communicate with the main arm unknown. Software error detected unknown. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.